Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device still implanted in patient.

Event description:
It was reported the around 4-6 weeks after initial surgery, the patient returned to the facility with aseptic meningitis, which was diagnosed based on symptoms alone.

Manufacturer narrative:
The reported event that the patient has developed an ¿aseptic meningitis¿ could not be confirmed as the expanded investigation revealed that regarding the aseptic meningitis ¿no official testing was done to diagnose them, and that they [the treating surgeons] were basing it off of the symptoms both patients were experiencing (headache, fever, etc.)¿. Furthermore, the patients ¿were treated with antibiotics, and are not scheduled to have any revision surgeries, as the antibiotics appear to be working just fine¿. Moreover, it was noted that ¿two other patients (not associated with any stryker devices) developed similar symptoms. One of these patients had a polymer used ¿ methyl methacrylate.¿ to verify the device associated with the reported event was manufactured according to specifications and no deviations with respect to e.g. Sterility occurred, a device history review was performed. As the device was manufactured by stryker (B)(4), the available complaint information was forwarded to the manufacturing site to review the related quality and manufacturing documents. Within the review no deviations were found, the required tests were performed and did pass without any discrepancies. The review confirmed that the ¿finished goods lot, and it¿s sub components were not subject to a non conformance investigation, which could be related to the reported failure at the end user location.¿ based on the conducted DHR review and the additionally received information there is no indication that the reported but not confirmed infection was caused or is connected to the stryker product (or the related manufacturing processes) subject to the complaint. Based on the investigation there is no indication for a design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.

Event description:
It was reported the around 4-6 weeks after initial surgery, the patient returned to the facility with aseptic meningitis, which was diagnosed based on symptoms alone.